Manufacturer narrative:
H10: three attempts were made to obtain additional information related to reprocessing steps, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material clogging the air/water channel could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. - IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a foreign material clogging the air/water channel. In addition to the reportable malfunction, the following were noted: the light guide rod lens was cracked; the universal cord had wrinkles; the electrical contacts of the plug unit were damaged; the angulations were out of specification. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the evis exera iii colonovideoscope had an insufflation problem. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a foreign material clogging the air/water channel. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.